Event description:
Customer service was contacted by a patient informing she has been suffering from severe skin rashes and pain after an implant emergency surgery in the upper arm and requests sample of the composition (metals etc) of the implants and screws as well as a sample of the implants so that the lab/dermatologist can determine whether the parts need to be removed or whether there is another solution.

Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned. A picture of the patient condition was provided: skin rashes can be observed. However, without further detailed information (such as allergic tests results) it cannot be determined whether the implant is responsible for this reaction. It is worth noting that as requested, the material composition of the implant was forwarded to the reporter. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Customer service was contacted by a patient informing she has been suffering from severe skin rashes and pain after an implant emergency surgery in the upper arm and requests sample of the composition (metals etc) of the implants and screws as well as a sample of the implants so that the lab/dermatologist can determine whether the parts need to be removed or whether there is another solution.